Manufacturer narrative:
Block b3: exact date unknown, event occurred several days ago from the date the manufacturer was made aware.

Event description:
A report was received that the patient had itchiness and discomfort due to the ipg. It was noted that there was a possibility that the ipg had realigned secondary to the patients allergic response. The patient was prescribed with allegra and the allergic response decreased and improved significantly. Additional information was received that the patient had lost weight and underwent a pocket revision procedure.

Event description:
A report was received that the patient had itchiness and discomfort due to the ipg. It was noted that there was a possibility that the ipg had realigned secondary to the patients allergic response. The patient was prescribed with allegra and the allergic response decreased and improved significantly.